Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving unknown drug via an implantable pump for pain and spasticity. It was reported that the patient had inadequate pain control of their lumbar radiculopathy. On 2025-jan-20 the it rate was increased. No further adjustment were required. The issue was resolved without sequelae. Additional information received from the healthcare provider via a clinical study indicated that on (B)(6) 2025 the patient reported worsening pain without any known cause, injury, or trauma. The it rate was increased. On (B)(6) 2025 the patient reported persistent pain and on (B)(6) 2025 the it rate was increased secondary to persistent pain. An MRI was ordered. The patient continued to report persistent pain. A lumbar epidural steroid injection was performed. The patient continued to report persistent pain. The pump was refiled with increased concentrations of fentanyl and baclofen. Additional information received from the healthcare provider via a clinical study indicated that on (B)(6) 2025 the patient reported new, constant nausea and overall, not feeling well. She described her legs as feeling 'rubbery'. The it rate was increased; oral baclofen and a fentanyl patch was prescribed. The patient had no improvement with the it rate increase. On (B)(6) 2025 the pump and catheter were replaced. No issue with the catheter or pump were revealed during surgery. The pump was replaced as the eri was (B)(6) 2026. It was noted that there was a possible issue with the pump as it is within one year of normal end of battery life, but this was not confirmed. The patient's symptoms resolved following the pump and catheter replacement.

Manufacturer narrative:
Continuation of d10: product ID 8781 serial#(B)(6) implanted: (B)(6) 2020 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 11-dec-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.